Event description:
The customer reported that she was hospitalized last week for diabetic ketoacidosis and today the screen on the insulin pump froze when she changed the battery. The customer declined troubleshooting, and requested a replacement of insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.